Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2014-01368 pertains to the first captiflex small oval snare and manufacturer report # 3005099803-2014-01367 pertains to the second captiflex small oval snare. It was reported to boston scientific corporation that two captiflex small oval snares were used in the colon during a colonoscopy with polypectomy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the snare loop failed to close and something fell out of the handle. The same issue happened with the second snare. The procedure was completed using a third captiflex small oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Investigation results: visual evaluation of the returned device found the handle cannula detached. There were marks from the handle assembly process noted in the handle cannula. Functional evaluation was not performed due to the condition of the returned device. The complaint was confirmed; the handle cannula detached, preventing subsequent loop retraction. However, the customer alleged that something fell out of the handle which was not confirmed. Probably, the customer meant the handle cannula moving from its original position because it detached on one end. Review and analysis of all available information failed to indicate the root cause of this complaint. There is an investigation in place to address this issue. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Manufacturer narrative:
Event of handle cannula detached. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2014-01368 pertains to the first captiflex small oval snare and manufacturer report # 3005099803-2014-01367 pertains to the second captiflex small oval snare. It was reported to boston scientific corporation that two captiflex small oval snares were used in the colon during a colonoscopy with polypectomy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the snare loop failed to close and something fell out of the handle. The same issue happened with the second snare. The procedure was completed using a third captiflex small oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.